Event description:
The patient reported that on (B)(6) 2022 before lunch, she thought she had inserted her v-go insulin by pressing 3 clicks. She checked her sugar before supper, and it was high. She clicked the button a few times to give more insulin and she then noticed the slot where you insert the needle was out. The patient believed somehow the needle release button was pressed, and her needle was out, and she didn't believe her clothing did it. She knows she put it in because she felt the needle when first inserting it. The patient also mentioned her sugars have been so much better since she started using v-go and expressed gratitude for the device. The device was reported to be available for return, however to date has not been received by the manufacturer for evaluation.

Manufacturer narrative:
Adverse evant (ae) assessment: ae assessor contacted type 2 diabetes mellitus , v-go 20, novolog user since (B)(6) 2022. Client reports on (B)(6) 2022 she was alerted by her continuous glucose monitor (cgm) her blood sugars were elevated in the 200's. She gave 3 bolus clicks and noticed the needle button had popped out. She did not need to release the needle to remove the device. The needle was retracted when the device was removed. She applied the v-go on her abdomen and pressed the needle start button, she heard the click and felt the needle. She denies bumping the device. She denies prematurely pressing the needle release button. Blood sugar reading in the 200's is elevated, but not considered serious. The client was alert by her cgm of elevated blood sugar readings, noticed the needle button was popped out, not receiving insulin and replaced her v-go device. Device contribution cannot be excluded.

Manufacturer narrative:
Device evaluation: one device was received and evaluated for the complaint regarding the needle button released event. Device #052462-a was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.